Event description:
Orbital atherectomy treatment was selected for a patient who three days previously had been admitted for an nstemi. Following treatment with the diamondback coronary orbital atherectomy device, the patient experienced elevated troponin levels, which were considered by the physician to be life threatening. The patient was kept overnight per standard care of the hospital and discharged the following day. This did not necessitate medical or surgical intervention to preclude, or did this result in, permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. If the csi device is received, a supplemental report will be submitted. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the elevated troponin levels were possibly related to the csi device. Csi ID: (B)(4).